Event description:
It was reported that a catheter fracture was confirmed. The hcp was unable to perform the revision for 4-6 weeks per the reporter. The catheter was ligated and the patient was placed on an external pca and oral medications to supplement until the revision can take place.